Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was unknown. The date of the event was unknown. It was reported the personal therapy manager (ptm) had an error code of 8286: empty reservoir. It was unknown if the patient was due for a refill. No further complications were reported.